Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 115 mg/dl at the time of the call. The caller did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The caller stated there was an issue with the pump that led to the low. The caller states the pump is over delivering. Troubleshooting was not completed as the caller declined. The customer also had a high of 549 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.